Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer refused to answer questions, so these sections were marked as ni.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 50 mg/dl and 300 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.